Event description:
Device malfunction: none. Symptoms/ae: ischemic stroke converting to a hemorrhagic stroke. Time of symptoms: after procedure. It was reported that during the stenting procedure of the left internal carotid artery and after the net removal, the pt experienced a vasospasm and received intra-arterial nitro. The pt became hypotensive after that and was given atropine and vasopressors. The hypotension was resolved in about 6 hours. One day post stenting procedure, the pt developed a right abdominal wall bleed. The physician feels the abdominal wall bleed is not related to the device, but is procedure related and is unsure the cause of bleed, but the initial act level was 215. The therapeutic range of act is 250-350, so the pt was given additional heparin during the procedure with a resulting act level of 360. Five days post stenting procedure, the pt had a sudden onset of right sided hemiparesis. It was diagnosed as an ischemic stroke with hemorrhagic conversion. The pt continues to decline and as of the date reported has bilateral hemiparesis and is unable to speak or swallow. No add'l info is available. Study event.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.